Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 43-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp was in the left ventricle, the physician repositioned the impella cp, and patient developed hemolysis. Patient was monitored until impella cp device was successfully weaned and explanted.